Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported patient expired in the hospital following left ventricular assist device (lvad) implant. The postoperative course was complicated by multi-organ failure including respiratory problems and septic shock. The hvad pump ((B)(4)) was not returned to the manufacturer for evaluation as it remains implanted. Therapeutic center does not believe the reported event was related to the device. Death, multi-organ failure, sepsis and respiratory dysfunction known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to these type of events. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on 03 aug 2014 that a patient expired in the hospital following left ventricular assist device (lvad) implant on (B)(6) 2014. The postoperative course was complicated by multi-organ failure including respiratory problems and septic shock. The medical team does not feel that the death was related to the device. The device remained implanted post-mortem and was not returned to the manufacturer for analysis.